Event description:
The patient received an scs system including a surgical lead on (B)(6) 2011. It was reported that the patient was not receiving adequate stimulation coverage. In an effort to resolve this matter, surgical intervention was undertaken on (B)(6) 2011 to revise the lead location. Following the procedure, it was reported that the patient experienced paralysis from the waist down. As such his entire scs system was explanted. No further information is available as attempts to obtain additional details regarding the patient's current health status have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.